Manufacturer narrative:
Despite all due diligence, the event and report from the user can not be investigated. The user is unknown, the case report was not located, and therefore no root cause for the access site bleed or neurovascular event could be determined. These types of failures will be monitored and trended.

Event description:
A user initiated medwatch (mw5087217) was received via FDA communication on june 17, 2019. A thorough review of case reports was done to locate a similar case report from our field representatives. No similar case report was found. The user documented a patient of unknown race and age was admitted on (B)(6) 2019, with myocardial infarction and a low cardiac output. The team placed an impella for hemodynamic support via the femoral artery. There was bleeding from the access site and so, the patient was taken to the operating room for surgical repair and blood product infusion. After the surgery the patient experienced a neurological event from a thrombosis. The cause of the stroke was thought to have been from a clot embolized by the use of impella.